Event description:
It was reported during a routine check prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement and no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse reseated the display ribbon cable. Unit was kept on trainer and balloon for 1 hour. The display was coming properly. The device was handed over to the customer in good working condition.

Event description:
It was reported during a routine check prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) display was flickering. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a